Manufacturer narrative:
Correction: h6 (annex f)- codes f1203 and f2307 were added as additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that after the patient opted to have the device detections programmed off due to the suspected lead fracture, the patient suffered a syncopal episode, fell, and was hospitalized with facial trauma. The patient did not want to replace the rv lead therefore, the implantable cardioverter defibrillator (ICD) system was inactivated and replaced with an implantable cardiac monitor. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead triggered lead integrity alert (lia) for a high number of short v-v intervals. A day later, the lead alerted for high pacing impedance and oversensing. Several days after that, a third lead alert occurred due to noise. The lead was reprogrammed with therapies turned off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddmb1d1icd, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.